Event description:
The history report for the medfusion 3500 syringe pump was reviewed on (B)(6). A potassium chloride 12 meq (total dose) was entered for a (B)(6) child. However, the report read that 12 meq/kg was programmed into the pump. The same error occurred for other medications (ie. Ceftazidime 600 mg/kg was reported instead 600mg/dose). The pt did only receive (B)(6) 12 meq total (1 meq/kg/dose) and no harm occurred to the pt. This product error was discovered incidently.